Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the high impedance on the right ventricular (rv) lead and the oversensing issues on the rv lead and atrial lead correlates to the patient¿s ablation procedure. The implantable cardioverter defibrillator (ICD) remains in use.

Manufacturer narrative:
Concomitant medical products: 694365v lead, implanted on (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert and went to the emergency room. An interrogation was done of the device and it was found that a lead integrity alert (lia) had triggered due to sic (sensing integrity counter) and high rate non-sustained episodes on the right ventricular (rv) lead. An alert was also triggered for high/undefined pacing impedances on the rv lead. Stored egms (electrograms) noted oversensing on the rv lead and possibly ffrw (far field r-wave) oversensing on the atrial lead. The rv lead and atrial lead remain in use. No patient complications have been reported as a result of this event.